Manufacturer narrative:
The customer has retired the unit, and it has been trashed.based on the information provided and/or service performed, the alleged malfunction was not confirmed. The device was being set up when the reported event occurred; there was no delay in therapy.

Event description:
The customer reported the video display has failed. The remote service engineer (rse) followed up with customer to verify what liquid crystal display (lcd) they have, the back light works but customer advises that the display is bad. The rse identified that the customer has the 2nd-generation 10.4-in color lcd as the customer reports that the back of the lcd was all silver with no white panel and provided customer parts ID. The unit was not in use, and there was no patient or user harm reported.